Manufacturer narrative:
The product has been received for analysis. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. The device did not meet longevity expectations and review of device memory confirmed a shorted lead fault was recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the external shock and when the device shocked into a shorted lead condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
Boston scientific received information that induction testing during implant of this cardiac resynchronization therapy defibrillator (crt-d) did not convert the patient with a 31 and 41 joule shock. The patient was externally cardioverted when a shock lead shorted and a charge time exceeded fault message was observed. The charge time was noted to have been 45 seconds. Boston scientific technical services (ts) recommended replacement of the device. Another device was successfully implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.